Event description:
It was reported that the patient presented to the hospital with arrythmia. Interrogation of the pulse generator noted that the right ventricular (rv) lead was over-sensing noise resulted in inappropriate high ventricular rate episodes and pacing inhibition. During the pulse generator replacement procedure, insulation degradation was noted on the rv lead. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.